Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect troponin assay generated falsely elevated results on one patient. The results provided were: on (B)(6) 2017 serum = 0.722ng/ml / repeat = 1.202ng/ml (customer's cutoff is 0.290ng/ml). The patient was redrawn and the plasma sample generated a result of 0.004 / so the customer repeated the original plasma sample = 0.003ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of: the complaint text, trend reports, complaint searches, accuracy testing, and product labeling. The customer observed falsely elevated patient results while using architect stat troponin-I reagent lot 11109un16. A review of ticket trending and complaint search for lot 11109n16 did not identify any increased complaint activity related to the complaint issue. Accuracy testing was performed with a retained lot of 11109un16 and all acceptance criteria were met. A review of labeling shows the customer's issue is sufficiently addressed. A malfunction was identified as the device failed to perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.